Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had tripped eri (elective replacement indicator) but battery status showed 19 months longevity and voltage at 2.73. It was also noted that the device had went to pacing mode vvi 65 and was able to be reprogrammed back to previous settings. The device remains in use. No patient complications have been reported as a result of this event.